Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only and to replace the cartridge every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level ranged was 140 mg/dl. An insulin injection was administered and the bg level lowered to 100 mg/dl. The customer changed the pump supplies. As the pump supplies had been changed, tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts reviewed the pump logs and it showed that the cartridge had been used for 5 days. However, the customer disagreed with the data and stated that the pump supplies were changed every 3 days. A tandem clinical diabetes specialist had spoken with the customer and it was determined that the customer reuses insulin.